Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Insulation damage was suspected on the leads. Leads were explanted and replaced. It was noted that the pace/sense portion of rv lead was previously capped in (B)(6) 2009.